Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the main body. There was evidence on the female connector indicating the insert chip was present and possibly was dislodged during disconnection. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The connection between the female connector and an in-lab patient line connector was performed with no issues noted. The reported condition of a separation between the female connector and main body was verified; however, the reported condition of a connection issue between the patient line connector and the female connector of the transfer set was not verified. The cause of the separation between the female connector and main body was due to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body of a transfer set. It was further reported the female connector could not be disconnected from the patient line of the amia cassette. This issue occurred at the end of treatment for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.